Event description:
Pt was being manually resuscitated with a ventlab care manual resuscitor bag. Repsiratory therapist had difficulty in maintaining a rate for approximately 20/minute. Pt was auscultated by 3 different individuals, breath sounds were equal bilaterally. CPR was stopped to determine state of pulse. Respiratory therapist attempted to resume ventilation and was unable to compress the v care bag to suction the pt, the reservoir bag split along one of the seams. Immediately the bag was disconnected and a rush of air was exhaled from the endotrachial tube. A new v care bag was acquired and ventilation resumed. Respiratory therapist did not notice a considerable difference in pressure required to compress the second bag compared to the first. The biomedical engineer and respiratory therapy manager collaborated and determined that this failure occurred with a heavy pt with high lung resistance and frequent (>20) breaths/minute. The duck-bill valve twists and prevents the exhalation valve from opening. This failure was reproduced on a test lung.